Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02671 and 1627487-2012-02672. It was reported the patient had felt a burning/shocking sensation for the past few days that starts at his ipg site and travels up the leads. The patient reported a similar sensation in 2010, and his system was consequently replaced (reference MFR reports: 1627487-2010-01913 and 1627487-2010-01939). He reported his stimulation is effective but he feels this burning sensation over the stimulation. The patient denied any falls and noticed the change while he was sitting in a recliner. It was reported the physician plans to obtain x-rays of the patient's system. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.